Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a diagnostic procedure. Femoral angiogram was not taken prior to the vessel closure procedure. Reportedly, after the plunger was retracted from the proglide device a link break had occurred. The vessel was re-wired, the foot was parked and the proglide device was removed. A second proglide device was deployed and as gently pulling on the blue rail suture and keeping the suture coaxial to the tissue tract the proglide device was removed from the tissue track. While gently pulling the suture, the knot pulled out of the patient's anatomy. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. There was no clinically significant delay in the procedure reported. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture knot pulled out of the artery while being advanced to the access site was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Reportedly, a femoral angiogram was not taken prior to the vessel closure procedure. Per the instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Femoral angiogram was not taken. Per the instructions for use - perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium tortuosity, and for disease or dissections of the arterial wall. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.